Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully placed with same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully placed with same model. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to the lead had been dislodged for an extended period of time with screw extended.